Event description:
Oxygen saturation of an infant dropped. Pt was blue and mother called for help. Staff on ward didn't hear alarm of the pulse oximeter as the volume had been turned down. Oxygen applied and pt's saturation improved. The serial number of the monitor is unk.

Manufacturer narrative:
The unit was not returned to covidien. The monitor remained in use at the hosp as there was no malfunction of the monitor. An account rep has provided further training to the hosp staff regarding the use of the monitor. (B)(4).